Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, increase in threshold and high out of range pacing impedance measurement, measuring greater than 3000 ohms. It was suspected that the rv lead had fracture. Boston scientific technical services recommended further testing. An x-ray was not performed as it did not offer any clinical benefit. Subsequently, this rv lead was capped and a new rv lead was implanted. No adverse patient effects were reported. The device remains implanted but electrically deactivated.